Manufacturer narrative:
The reported field event of bpa was verified in the lab. Further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for calculations, and since that data got cleared after reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared. Interrogation of the device revealed the device was above eri when received. No other anomaly was detected.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14099. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Prior to the procedure, using fluoroscopy, the physician noted externalized conductors on the patient's right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable throughout.